Event description:
Boston scientific crm received information that loss of capture (loc) was observed on trans-telephonic monitoring (ttm) of this right ventricular (rv) lead. The patient was then seen in the clinic and noise markers and high impedance measurements of greater than 2500 ohms were noted. Technical service (ts) was consulted and suggested going from bipolar pacing to unipolar pacing mode. In unipolar pacing mode impedance measurements were 370 ohms with threshold measurements within normal limits. This patient is not pacemaker dependant (paced 3%) but does have a long pr interval. The lead was programmed to unipolar pacing and the physician will be consulted. To date, no adverse patient effects were reported.

Manufacturer narrative:
Noise was seen one month later. This lead remains in service and boston scientific crm can not confirm the clinical observation. No additional information is available at this time. If additional information becomes available, this event will be updated. Additional information was received that during a device replacement procedure for normal battery depletion (nbd) this chronic rv lead was found completely fractured. This lead was surgically abandoned and a new lead was successfully implanted.